Event description:
Per clinical review: the perfusionist stated that his team does their set ups differently regarding the exposure of the shunt sensor to the priming solution. It was communicated with him about ensuring that either the exposure to the shunt sensor be limited to right after the commencement of cardiopulmonary bypass (cpb), or ensuring that their priming solution is between a ph of 7.0 and 7.8, per the blood parameter monitor (bpm) instructions for use (IFU). He had originally stated that once his calibration is complete, carbon dioxide (co2) is blown off, sodium bicarbonate is added to the prime and recirculated. The shunt sensor is then added to the circuit. He then places the system in the operate mode to insure the co2 is blown off and lastly places the bpm in standby mode, with the prime circulating through the shunt sensor. Additional information obtained from the user is that the team does not use a flat surface or the bpm bracket to brace their calibrator during calibration. This has been seen to possibly have the buffer solution drain out of the shunt sensor during the calibration procedure. The actual potassium (k+) values from the bpm were trending higher than the blood gas analyzer and it was noted that after the first in-vivo calibration, the k+ value went to a very high value on the bpm and trending there until the next in-vivo was performed.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the perfusionist, the k+ was not referenced during the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) parameter on the unit was being inaccurate and becoming consistently high after in vivo calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was not able to verify the issue. Intensity data was collected for an hour. The monitor was in operate mode with an standard reference sensor (srs) attached to the blood parameter monitor (bpm). The intensity values collected from the monitor over this time indicate consistency in terms of intensity values collected from the bpm. As per manufacturer's clinical specialist, the users were not consistently isolating the shunt sensor from prime solution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.